Event description:
The account stated that a negative architect hbsag result was generated. Other markers that were tested gave the following results: architect anti-hbc - reactive. Architect anti-hbc igm - reactive. Architect hbeag - reactive. Architect anti-hbe - non reactive. Architect anti-hbs - non reactive. Architect anti-hcv - non reactive. The physician stated that the negative hbsag result did not agree with the other positive results and the patient's clinical picture. There was no report of impact to patient management.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete. This report is being filed on an international product, list number 6c36 that has a similar product distributed in the us, list number 1l80.

Manufacturer narrative:
(B)(4). Testing was performed using an in-house retained kit of architect (B)(6) lot 69011lf00 and two commercially available (B)(6). One run was performed as per our in house test procedures on one architect instrument, as per package insert instructions. All control values generated were within package insert specifications. One replicate of each seroconversion panel bleed was tested using the reagent kit. The seroconversion panel profile generated by lots 69011lf00 is comparable to the historical panel profile data previously generated. Therefore, the sensitivity of this lot is deemed to be acceptable. The results of the investigation demonstrate that the (B)(6) architect (B)(6) reagent kit in question (lot 69011lf00) is performing within its intended use, label claims and specification. In addition the testing data generated by the quality control laboratory prior to approving this reagent lot 69011lf00 for sale was reviewed. No anomalies were reported and all kit release specifications were met. Furthermore, a review of complaint report records registered for architect (B)(6) (list 6c36) did not reveal an adverse trend for the complaint issue. The architect system operations manual was reviewed. An erratic result may be due to a number of reasons, and can be related to sample or reagent handling or the architect instrument function. Some examples include bubbles in tubing, reagent is contaminated, reagent not mixed before loading, pre-trigger or trigger dispense is inadequate, bubbles or foam on the surface of the sample, or wash buffer dispense at the wash zones are inadequate. It is recommended that the wash zones and probes are checked on this instrument as salt build-up can cause erratic results, possibly due to a wash zone 2 problem with aspiration or dispense. No malfunction / deficiency was identified. This is the final report.